Event description:
Edwards received notification that approximately two (2) months and twenty five (25) days after the implantation of this valve model 3300tfx23mm, thickened leaflets caused inadequate motion of two leaflets due to thrombus formation was observed. Reportedly, the patient had a bleeding issue perioperatively, managed with blood products. Anticoagulation treatment (warfarin and aspirin) was given during the initial 6, 8 weeks post op period. After that, warfarin treatment stopped and life long aspirin continued. Patient presented with headache and sleepiness related to cva (acute stroke). Patient was admitted to the hospital neurology unit on (B)(6) in heart failure with a high gradient. A thrombus was found around bioprothesis valve and ascending aorta that was obstructed. The customer reported that the patient died during treatment however ruled out any direct device relationship and advised the thrombus formation was idiopathic.

Manufacturer narrative:
Additional narrative: the device was not returned for evaluation, as it remained implanted. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Echo images were received and evaluated by an independent expert in echocardiography. Per his review, the submitted echocardiographic images are remarkable for: 1) diffuse soft tissue density thickening of the bioprosthesis leaflets seen on both tte and tee; 2) a qualitatively moderate decrease in bioprosthesis leaflet systolic opening; 3) high tee gradients potentially compatible with very severe aortic stenosis; 4) an ascending aorta appearance compatible with the stated history of prior bentall procedure with replacement of the proximal ascending aorta. The appearance of the bioprosthesis is atypical for thrombus that usually is seen in the setting of subclinical leaflet thrombosis (sclt) or hypoattenuated leaflet thickening (halt) in that there appears to be diffuse and bulky soft density thickening of the bioprosthesis leaflet commissural edges rather than a soft tissue density mass overlying the aortic aspect of one or more of the bioprosthesis leaflets. The appearance of the bioprosthesis on the submitted tte and tee images might be most suggestive of a diffuse inflammatory condition such as marantic endocarditis or rheumatic disease, although thrombus can be present as part of the inflammatory process. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. In this case, the most likely cause is patient factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.